Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy fluid leakage was observed, resulting in ¿some fluid¿ on the patient¿s pants. The patient ¿promptly tightened¿ and called the pd nurse. The nurse further reported the transfer set was loose. The process step was not reported. Subsequently, the patient experienced cloudy effluent and two days later the patient was started on unspecified antibiotics for the event. According to the reporter "peritonitis thankfully diverted". The cause of the leak was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.